Event description:
It was reported that a balloon rupture occurred. The 100% stenosed target lesion was located in the moderately tortuous and severely calcified popliteal artery. A 4.0mm x 15mm wolverine peripheral cutting balloon was selected for use. During the procedure, upon first inflation, it was noted that the balloon ruptured at 6atm within a few seconds. The device was removed using the normal method without any problem. The procedure was completed with another of the same device. No complications were reported, and the patient was good post procedure.